Event description:
Pt was laying supine after PICC line placement, PICC line flushed by resident using heparinized saline. Upon sitting up, pt stated she had a bad taste in her mouth, c/o nausea and sob, diaphoretic. Pt then placed supine, placed on cardiac monitor to initiate monitoring. Ns bolus hung, 02 at 41 nasal cannula stared. Pt monitored for 15 mins with resolution of symptoms. Heart rate 110, pulse ox 99% with 02. Bp 130/80.